Event description:
It was reported by the affiliate that during a lobectomy procedure, with the first device the anvil did not open and with the second device the firing was so hard that it could not complete the firing. Another device was used to complete the case. There were no adverse consequences to the patient. Device will be returned.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.